Manufacturer narrative:
H.6: investigation summary: bd received 2 photographs from the customer in support of this complaint. Evaluation of photos indicated bowed tube. Examination of 100 retained tubes from this lot number did not identify any further defective tubes. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was molding defect on the tube. There was no report of impact to patient or user.